Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show three views of lumbar spine. Image 1 shows grade ii spondylolisthesis at l4/5 pre-op. Image 2 shows tlif with partial reduction of l4/5 spondy. Screw of l4/5 with capstone. Image 3 shows revision to l3-l4-l5 with cement augmented l4 screws and goof reduction of spondy. No evidence of implant failure seen on the films.

Manufacturer narrative:
A review of radiographic images show ap and lateral lumbar films preop with degenerative disc disease with osteoporosis. Previous laminectomy is seen on the left at l5 with advanced facet arthropathy at l4 and l5. Degenerative spondylolisthesis is seen at l4 grade ii. Initial surgical treatment is a lumbar decompression, l4/l5 posterolateral fusion with pedicle screws. Subsequent films show lysis about the l4 screws with penetration into the l3 disc space necessitating revision to include upsizing the screws and adding a crosslink to the construct. This surgery appears appropriate and represents simple failure of bone/implant interface to adequately hold during the fusion process.

Event description:
It was reported that a patient underwent an unknown spinal procedure, at an unknown time post-op, it was noted that a screw had backed out. A revision was done to replace the screw. No further details are known at this time.